Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2002 - pt underwent repair of incisional hernia with bard flat mesh and excision of omental nodule. On (B)(6) 2004 - pt underwent lysis of adhesions, excision of bard flat mesh, and repair of recurrent incisional hernia with composix kugel mesh. On (B)(6) 2004 - office notes, the incision is healing well, there is no evidence of drainage or infection. There is minimal palpable tenderness. On (B)(6) 2009 - pt underwent excision of composix kugel mesh and repair of recurrent incisional hernia with a non-bard mesh.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant. Based on medical record review a pt several years post exploratory laparotomy presents with a large incisional hernia. The medical records indicate that on (B)(4) 2002 the pt underwent repair of incisional hernia with a bard flat mesh. It was noted that examination of the abdomen revealed a hyperemic omental nodule, which was excised. It was reported that on (B)(4) 2004, the pt underwent excision of bard flat mesh and recurrent incisional hernia repair with a composix kugel mesh. The medical records report that a CT scan on (B)(4) 2007 showed another recurrence, and that the pt elected not to have it repaired until two years later. On (B)(4) 2009, it was reported that the pt underwent excision of composix kugel mesh and repair of the recurrence noted in the (B)(4) 2007 CT scan, with a non-bard mesh. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt has a number of comorbidities and a history of recurrence. The medical records indicate that the pt was treated for recurrence and adhesions, both of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for eval. No conclusion can be drawn at this time. The composix kugel mesh implanted on (B)(6) 2004 was reported to the FDA in accordance with (B)(4).